Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by hospital in (B)(6), "hole was noted along the extension tubing of the dialysis catheter between the bifurcation and the end luer. Catheter was removed and replaced." Patient condition was reported as "unaffected."

Manufacturer narrative:
A recent angiodynamics complaint report was reviewed for the product family for the bioflo dialysis product family and the failure mode, "extension leg failure. " no adverse trend was indicated. The used device was discarded by the hospital, therefore a device evaluation was not possible. Although the reported event description was unable to be confirmed, and a definitive root cause for this event could not be determined, a CAPA has been initiated to provide further investigation into similar reports and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4). Device discarded by end user hospital.

Event description:
Additional event description as provided by end user hospital: " on (B)(6) 2016 when nurse was flushing arterial line with normal saline, normal saline sprayed out from...luer where it makes into the bioflo extension tubing. Line was clamped and covered with occlusive dressing. Line changed on (B)(6) 2016."